Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been experiencing low blood glucose for 5 months customer treats with food. The customer reported that he has been hospitalized three times; on (B)(6) 2015 with low blood glucose of 28 mg/dl, (B)(6) 2015 low at 21 mg/dl and on (B)(6) 2015 and was at 18 mg/dl. The customer stated that his wife found him unresponsive and called 911. No significant events leading to the incidents were recalled. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. The customer also reported having high blood glucose of 487 and 519 mg/dl the day of the call. They declined troubleshooting and will call back if issue continues.